Manufacturer narrative:
The returned AED was connected to a patient simulator set to ventricular fibrillation to represent a patient in a shockable rhythm, the AED analyzed the simulated patient's rhythm, appropriately advised a shock, and when the shock button was pressed, the AED delivered the shock, within specifications, to the simulated patient. Analysis and testing of the AED confirmed that the AED speaker volume, although audible, was low. Disassembly and testing of the AED confirmed the low speaker volume was caused by the speaker.

Event description:
A customer reported their AED's speaker volume is low. They did not report that this event occurred during patient use.